Event description:
Customer reported a malfunction occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction did not recur. Customer was able to continue using the pump and was advised to call back if the issue happened again, which they acknowledged and understood.